Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the screw shank was left in the vertebra.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a surgery. During the surgery, it was noted that the patient had very hard bone. During screw insertion using the standard viper polyaxial driver, the torque spiked during screw insertion and it became very difficult to drive the screw forward. The screw head then popped off of the screw shank and the polyaxial head was retained on the viper screw extension. Attempts were made to retrieve the screw shank from the bone each resulting in stripping or shearing off of the driver tips using the expedium t20 and the expedium quick connect driver. There was a surgical delay of twenty-five (25) minutes. Fragments were generated and removed. There were no patient consequences. The procedure was successfully completed. This complaint involves three (3) devices. This report is for (1)t20 screwdriver shaft. This report is 2 of 3 (B)(4).